Event description:
At the start of the case the spider foot pedal was depressed - unsure if this was done on purpose or not. The unsterile piggy back disconnected from the sterile piggy back because the foot pedal was depressed and piggy back was not locked. The spider hit the floor. The patient's arm was held by the surgeon's hand and nothing was re-draped, the surgeon did not realize the piggy back nipple was not sterile and still connected to the patient. The surgeon continued with the total shoulder replacement unknowingly contaminating the implant. He realized after the surgery he contaminated the implants and they were used. He had to go back in and take the implants out and make new implants out of cement, he then had the original implants washed and sterilized that he already used and re-implanted into the patient two days later. When the surgeon removed the contaminated implants he used the same spider to position the arm.

Manufacturer narrative:
The returned unit was evaluated by tenet and was found to have normal wear for a unit of its age. In particular the components related to the connection to the patient to be working normally. (B)(4).